Event description:
It was reported that there was sensing difficulty, non capture, positioning difficulty, high impedance of greater than 200 ohms, and lead dislodgement. The lead was explanted and replaced with another lead of the same type. No patient complications have been reported as a result of this event.